Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse identified that the system was not booting due to the host pc not starting up. To resolve the reported issue, the fse reseated the host pc cables and other connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.